Event description:
The customer reported having high blood glucose of 361 mg/dl and being treated by the paramedics. The blood glucose reading was over 600 mg/dl, and she has treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer changed the reservoir, but not the infusion set the day before the event. The customer stated that the insulin pump had a low battery alarm, and the battery was changed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.